Event description:
The customer reported that the sensor was not getting any response from the transmitter. Customer stated that the transmitter did not blink when connected to the sensor. Blood glucose level was 48 mg/dl at the time of the incident. The customer was advised that the sensor would be replace and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.